Event description:
During the index procedure, the pt had one endeavor sprint over the wire drug eluting stent implanted in the proximal rca. The pt was discharged one day post index procedure. Pt was asymptomatic/free of symptoms at 6 month follow up. Approximately 1 year post index procedure, the pt suffered a gastrointestinal (gi) bleed. It is reported that the pt had a perforated gastro jejunal ulcer and underwent intervention in the form of patch 1 fundoplication of perforated ulcer and placement of jackson-pratt drain. The pt is reported to have recovered with treatment. The investigator indicated that the reported event was not related to the study stent/procedure. Pt was asymptomatic/free of symptoms at 1.5 year follow up.

Manufacturer narrative:
(B)(4). Evaluation: results: (gi bleed).